Event description:
Home patient (hp) reports incomplete prime of pt line of homechoice sets. Family member reports hp has been unable to reprime line and has had to reset up with new supplies to complete treatment with each occurrence. No pt injury or medical intervention required per family member of hp.